Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2013-04089. The pt received two leads with the same lot number. It was reported the pt was unable to adjust the amplitude of the stimulation due to auto-reduction of the system. The pt reported she had fallen prior to issue occurring. The sjm rep met with the pt for reprogramming and determined there were multiple contacts with invalid impedances. At the reprogramming session the pt received a shocking sensation at the ipg site, but it was reported this was resolved. The device MFR's system showed the ipg and leads were replaced on (B)(6) 2013.